Event description:
Litigation papers allege the patient experienced a tingling feeling in his hip and pain in his thigh and inner leg that travels from his groin to his foot. The patient cannot walk or stand for long periods of time. Papers also allege elevated metal ion levels, which are being monitored by his surgeon.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.